Event description:
Information received by medtronic indicated that the customer reported a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. In further full review in the pump history found: low battery alarms on (B)(6) 2024 at 10:30:00.000, (B)(6) 2024 at 11:11:00.000, and (B)(6) 2024 at 10:21:00.000. Replace battery alert on (B)(6) 2024 at 14:06:00.000, (B)(6) 2024 at 13:35:00.000 and (B)(6) 2024 at 12:46:00.000. Replace battery now alarm on (B)(6) 2024 at 14:06:00.000, (B)(6) 2024 at 13:17:00.000 and (B)(6) 2024 at 13:49:00.000. Power loss alarm on (B)(6) 2024 at 14:50:52.000. Failed batt/battery failed alarm on (B)(6) 2024 at 13:56:17.000. Pump passed self test. No unexpected replace battery alarm during testing. However, pump received with a high sleep current measurement and active current measurement. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. Swapping out test boards confirms high sleep current measurement is isolated to pcba 2. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Customer alleged for low battery, replace battery alarm, replace battery now alarm was confirmed in the pump history and pump received high sleep and active current measurement, problem isolated to the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.